Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken pivot shield with the incident lot was observed. Bd determined that the root cause of the broken pivot shield is plastic flash on the pivot shield which created a tight fitment between the pivot shield and collar; thus, restricting the movement of the pivot shield forcing it to break off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the sheath flew off when activated. This happened after blood collection."